Event description:
Impedance was reported to be at around 7300 ohms when checked again. Xrays were taken and no visible fracture was observed. Diagnostics showed output current would only be delivered at 0.75ma. Surgeon would like to wait until the patient has a possible increase in seizure before replacing. It was reported that the device is able to deliver 1ma output current. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a full revision performed. The explanted lead has not been received to date.

Event description:
Patient was interrogated and high impedance was observed. No known surgery has occurred to date. No additional relevant information has been received.